Event description:
Additional information received reporting that the microcatheter used in the procedure was a competitor's device. The representative clarified that when the physician tried to deliver the coil, there was resistance in the distal segment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that the microcatheter used in the procedure was a competitor's device. The representative clarified that when the physician tried to deliver the coil, there was resistance in the distal segment.

Manufacturer narrative:
Product analysis #703789449:equipment used: vis (m-77148), microscope, 203cm ruler (m-83360), camera (panasonic lumix dmc-zs5) the axium prime coil (model: apb-4-10-3d-ss lot: a958652) was returned for analysis within a shipping box; within an opened axium prime outer carton; within an opened axium prime inner pouch within a dispenser coil and within an introducer sheath. The unknown competitor micro catheter used in the event was not returned for analysis. The axium prime coil was decontaminated as per the manufacturer policy. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. No damages or irregularities were found with the pusher. The axium prime implant coil was found damaged within the introducer sheath. The axium prime coil could not be advanced out of the introducer sheath as resistance was encountered and the implant coil was retracted out proximally. The coin was present and against the lumen stop. The shield coil was found intact. The implant coil was still attached to the pusher. The implant coil was confirmed damaged. Resistance testing could not be performed due to the damaged condition. A manual detachment was attempted by breaking the break indicator and retracting the release wire. The detach element was detached with no issues on the first attempt. No other damages or anomalies were found. Based on the device analysis and reported information, the customer report of ¿premature detachment¿ was not confirmed. No evidence of detachment was found, and the implant coil was found still attached. In addition, detachment attempt during analysis successfully detached the implant coil with no issue. The customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, damage/kink to pushwire and lack of continuous flush during delivery. The concerto implant coil was found damaged. It is likely that the damage to the concerto implant coil occurred during the attempt to push the coil through the micro catheter against the reported resistance at the distal micro catheter. Other possible causes for coil damage are: lack of hydration before procedure, user does not maintain continuous flush, coil not retracted in a one-to-one motion with the implant pushwire during repositioning, pushwire rotation, or incompatible catheter. It was reported that all devices were prepared per the instructions for use (IFU), physician did not reposition or attempt to detach the coil and the delivery pusher was not rotated during the procedure. Since the micro catheter used in the event was not returned, any contribution of the micro catheter towards the ¿coil resistance/stuck in catheter¿ and ¿premature detachment¿ could not be determined. As the model and lot number of the micro catheter was not reported, compatibility could not be assessed. The device will be retained per the manufacturer's policy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium pushwire has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil prematurely detached as the physician was advancing the coil in the microcatheter. The coil was removed from the patient with the microcatheter. No patient injury was reported as a result of the event. The patient was undergoing embolization of a ruptured saccular aneurysm measuring 5mm x 3mm located in the acom. The patient's blood flow was normal. The patient's vasculature was normal in tortuosity. It was reported the pushwire was not bent or broken and will be returned for evaluation without the implant coil. There was no friction or difficulty during delivery. The physician did not reposition or attempt to detach the coil. The delivery pusher was not rotated during the procedure. A continuous flush was administered during the procedure.